Event description:
Md changed the g-tube. About 20 minutes after the tube change, pt had severe pain unrelieved by oral analgesic. Pt was given morphine sulfate 2 mg about 3 hours later. Pt was described as not doing well, temp 102". Pt was transferred to acute facility and underwent surgery where peritonitis and cloudy fluid consistent with tube feeding was found. One pt involved.